Event description:
Initial report: this non-serious spontaneous case was reported by a nurse via a company rep and forwarded by our local affiliate. This case involves a female pt who experienced facial swelling and fluid retention under her eyes after poly-l-lactic acid (sculptra) therapy. Co-suspect medication was an anesthetic. The pt received two vials of poly-l-lactic acid therapy in 2009 injected under the orbits, around the cheek pads, around the temple, and in the nasolabial folds. Eleven days later, the adverse events began. The reporter stated that she believes the reaction may be due to the anesthetic and not poly-l-lactic acid. It's unk if any corrective treatment was provided, or if any action was taken with poly-l-lactic acid therapy. Event outcome is unk. A ptc (pharmaceutical technical complaint) was initiated. Reporter's causality assessment: unlikely. Addendum for follow-up info received on 09/30/2009: ptc results revealed: brr (batch record review) without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.